Event description:
...

Manufacturer narrative:
No sample information was provided by the customer. No problems with calibration or qc were noted for this event. Service was not dispatched for this event, as this is a reagent related issue. The issue was resolved by changing reagents lots.

Manufacturer narrative:
(B)(4)

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining falsely positive rheumatoid factor (rf) results that were generated by the immage 800 immunochemistry system. No erroneous results were reported out of the laboratory. The patient results were repeated using a new reagent lot. Patient treatment was not affected in this event.